Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from a customer reporting a key on the touchscreen of the v60 ventilator would not function. The device was not in clinical use. There was no report of patient or user harm or injury. A philips authorized service provider (asp) confirmed the issue was identified during device testing. The device was restarted and verified to be operating per specifications after the system restart. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.